Manufacturer narrative:
Investigation results were made available. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: it was reported that the patient was treated with a ncb df plate 9 holes. The plate breakage occurred 2 months after implantation. Review of received data: there were 4 x-rays returned. All of them are undated and in poor quality. 2 x-rays show the ncb df plate implanted with several screws. The other 2 x-rays show the plate broken on the same location where the initial bone fracture was located. The bone fracture has not been healed. No further statement can be done. Devices analysis: visual examination: the broken ncb df plate, 11 screws and 11 locking caps were received for investigation. The visual examination shows that the plate breakage is located through the eighth plate hole seen from proximal end. The fracture has its origin at the thread on lateral side of the bore hole. The fracture surfaces of the broken proximal part depict the fatigue character of the plate breakage. The fatigue crack radiates out from the origin as a series of concentric rings (beach lines). The fracture surfaces were macroscopically investigated and did not reveal failures that could have triggered or favored the fracture. There is no evidence or information for possible material defects. The received 11 screws and locking caps do not show any relevant damage or deformation. No exact catalogue number could be assigned to the screw since several reference numbers correspond to the length of the received screws (sterile and unsterile products). Review of product documentation: the compatibility check was performed from surgical technique and showed that the product combination was approved by zimmer biomet. Root cause determination using risk management worksheet: breakage of implant due to movement between implants leads to notching / fretting. Not possible: no signs of notching/fretting observed. Breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device). Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Breakage of implant due to chemical / galvanic / crevice corrosion of material. Not possible: no signs of corrosion. Breakage of implant due to wrong interpretation of in situ device position and/or dimension. Not possible: the provided x-rays do not show any issue with the position of the plate. Breakage of implant due to wrong interpretation of x-ray template for dimensions. Not possible: the provided x-rays do not show any issue with the position of the plate. Breakage of implant due to user perform inadequate force to the plate. Possible, it is possible that the user performed inadequate forces. Breakage of implant due to user define incorrect placement of the spacers and plate not possible: no spacers used. Breakage of the implant due to user performs inadequate forces to the plate. Possible, it is possible that the user performed inadequate forces. Breakage of the implant due to user perform improper handling of the plate during insertion. Possible, it can be that the user performed improper handling of the plate during insertion. Breakage of the implant due to wrong/ incomplete information about limitation and postoperative restriction. Possible, no information provided about post op protocol. Breakage of the implant due to patient do not follow the postoperative protocol. Possible, no information provided about patient. Breakage of the implant due to patient do not follow the postoperative protocol. Possible, no information provided about patient. Conclusion summary: the plate was broken approx. 2 months after implantation. The investigation of the returned products did not show material defects that could have triggered the fracture. The fracture surface of the plate is characterized by beach lines which indicates a fatigue fracture. There are several other factors which may have contributed to the breakage. It can be possible that the plate was over stressed during the in vivo time. Patient adherence to the postoperative protocol are unknown. Wrong patient behaviour after surgery may contribute to wrong bone healing process leading to unexpected breakage. However, an exact root cause for the breakage could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer received the device for review, investigation is ongoing. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an ncb, femur plate, right, 9 holes, 246 mm on (B)(6) 2016. The patient was revised on (B)(6) 2016 due to breakage.